Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in withdrawal following a pump and catheter replacement on (B)(6) 2012. The reporter stated they were unsure of whether the pump was started when it was implanted. At the time of the report, the patient being discharged from the hospital, and was provided with oral medication to manage withdrawal until the patient was able to meet with their pump management healthcare provider the following week. The medications in the pump were fentanyl, clonidine, baclofen and lidocaine. Additional information was requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2012-(B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory. (B)(4).